Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific that an x-tack was used in a defect closure procedure on (B)(6) 2025. While closing the defect using x-tack, only two helix tacks were implanted after that the suture got entangled as the remaining helix tacks couldn't pass through the scope. The first two helix tacks could not implant properly so the defect was not fully closed. No patient complications were reported as a result of the event. Based on the outcome noted above, the procedure was cancelled with the patient under sedation.